Event description:
As the nurse was completing placing an IV the safety button to retract the needle was pressed and the needle did not retract. The nurse was able to pull out the needle manually and there was no impact to the patient or the employee. The IV was successfully started.